Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. A visual inspection revealed no damage or irregularity. A microscopic inspection revealed that there was contrast in the inflation lumen and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 2mm, the guidewire lumen was prolapsed, punctured, and stretched. Further testing was not performed as the damage present would prevent the wire from advancing and would likely cause further device damage. Media depicts outer box packaging to reported batch; however, this fails to confirm the reported event. B3: date of event: use the first day of the month of the aware date as the event date, as it was not provided.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm emerge balloon catheter was selected for use. However, during preparation, it was noted that the balloon was damaged and broken, preventing the guidewire from passing inside the balloon. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3: date of event: use the first day of the month of the aware date as the event date, as it was not provided.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm emerge balloon catheter was selected for use. However, during preparation, it was noted that the balloon was damaged and broken, preventing the guidewire from passing inside the balloon. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. A visual inspection revealed no damage or irregularity. A microscopic inspection revealed that there was contrast in the inflation lumen and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 2mm, the guidewire lumen was prolapsed, punctured, and stretched. Further testing was not performed as the damage present would prevent the wire from advancing and would likely cause further device damage. Media depicts outer box packaging to reported batch; however, this fails to confirm the reported event. B3: date of event: use the first day of the month of the aware date as the event date, as it was not provided. H6: evaluation conclusion codes: updated from no problem detected to cause not established.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm emerge balloon catheter was selected for use. However, during preparation, it was noted that the balloon was damaged and broken, preventing the guidewire from passing inside the balloon. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.